Event description:
Healthcare professional (hcp) reported the home patient's (hp) implanted defibrillator delivered 2 shocks prematurely while the hp was using the homechoice cycler for automated peritoneal dialysis therapy. Hcp relates that the defibrillator is implanted to delivery shocks to the hp's heart when an arrhythmia occurs. Hcp relates that hp used an implanted pacemaker in addition to the defibrillator. Hcp relates the hp had felt the defibrillator deliver shocks twice on 8/11/00 during automated peritoneal dialysis therapy and review of the hp's cardiac records indicate that no arrhythmia had occurred. Hcp relates that their records indicate that the defibrillator had delivered minor shocks repeatedly during the week prior to 8/11/00, however, the hp did not notice. Hcp relates that the hp's cardiologist felt that the homechoice cycler may have interfered with the operation of the defibrillator and as a result, the hp was temporarily switched from automated peritoneal dialysis to continuous ambulatory peritoneal dialysis. Follow up with the hp reveals the night hp felt the defibrillator deliver shocks was on 8/13/00 and not 8/11/00. Hp felt the shcoks from the defibrillator a few hours into the automated peritoneal dialysis therapy, during the dwell phase at 2:00am. Follow up with hp's cardiologist reveals that his review of the hp's cardiac records indicate no heart aarhythmia had occurred between the hours of 12:00am - 7:00am during the times the defibrillator had delivered shocks. The hp's cardiologist was unable to determine the reason why the defibrillator delivered shocks and felt the homechoice cycler may have interfered with the defibrillator's operation. Follow up with the manufacturer of the defibrillator reveals they do not attribute the homechoice cycler to the defibrillator delivering premature shocks. The defibrillator's manufacturer feel it is possible that the defibrillator delivering shocks, or "episodes", may be related to the hp's implanted pacemaker or to the change in the hp's own body chemistry during dialysis. According to the hp, there was no pt injury or medical intervention.